Manufacturer narrative:
Device was not returned and no evaluation is possible on the actual device. However, retained samples and inspection records of lot# 2018-1144 were reviewed. All component measurements were within the tolerance. Finished goods pull test results were reviewed, all samples were able to withstand more than 7lbs pull force without tubing detachment or losing the functionality. Samples of finished goods and components (tubing & adapter) were pulled out from retained samples for re-inspection and no failure or abnormality was found. The actual pull tested samples still functioning well. The adhesive (cyclohexanone) condition is normal with expiration date on 07/2025 this was an isolated incident with no other similar occurrence from the beginning of the production of ram cannula. Off label use of the device (per hospital report) in CPAP procedure which is putting the device under higher pressure /environment than intended, along with the possible human error during dispensing the adhesive could be the root cause. Production was informed, and a retraining of ram cannula assembly staff was performed to make sure this will not happen in the future. This complaint will be monitored for trending purposes and is added to the related logs and charts.

Event description:
N4903 ram cannula disconnected from the 15 mm connector after heating under excessive CPAP pressure.